Manufacturer narrative:
Tracking #.55992/c. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the tsw35 was used during a laparoscopic vaginal hysterectomy. It was reported the pin that holds the jaws in place kept coming dislodged and the device would not fire. The bipolar was used to complete the case. There was no consequence to the pt.